Event description:
A customer reported that a pt sustained a corneal burn. The reporter was unable to provide pt identifiers or the pt's outcome. Additional info has been requested on multiple occasions, but none has been provided.

Manufacturer narrative:
The company representative examined the system and found no problem. The system was then tested and met product specifications. There was no sample returned for eval. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).